Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We have requested the device, x-rays, and additional information pertaining to the reported event. Unable to determine the cause of the event at the time of this report.

Event description:
It was reported by msd that there was a "bad position" of the connector onto the plate and the construct dismantled.